Manufacturer narrative:
For investigations, both retention test strips and the customer's test strips were tested. Both the customer test strips and retention test strips tested in accordance with the testing plan. It was determined that the investigated material can be ruled out as a failure source.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t sensitive (tnts) on a cobas h 232 analyzer. The cobas h 232 analyzer is not sold in the united states, nor is it like or similar to a product sold in the united states. The customer stated that two packages of test strips are affected and that these were shipped by the supplier without cooling. The supplier explained to the customer that the strips are shipped by a third party without cooling. The sample resulted as negative when tested on the cobas h 232 analyzer. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample was repeated on a laboratory instrument, resulting as 240 ng/l (with a normal range up to 14 ng/l). It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The cobas h 232 analyzer serial number was asked for, but not provided.